Event description:
It was reported that there was no suction from the device.

Manufacturer narrative:
The user facility indicated that a patient of the surgery department was found on the ground in cardiorespiratory arrest following aspiration after vomiting. Reportedly, during resuscitation, there was no suction from the device "despite the verification of the connections" and no back up device was available. According to the user facility, the patient expired. Use error may have caused or contributed to the reported device problem/issue as it was indicated that the device was not in an upright and stable position at the time of the incident. No sample was returned for evaluation. No additional details are available at this time. Due to the reported incident and patient expiration, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.